Manufacturer narrative:
We have now concluded our investigation into this complaint. The returned device was visually inspected and was found to have the device housing and the lcd screen broken. This could have potentially been caused if the device was dropped or damaged. The failure mode described was potentially caused by an internal issue with tubing. If the integrity of the inner tubing is compromised in any way, when the charging port is connected, power does not reach the battery and subsequently the device does not charge (which is why the charging symbol does not light up). This can be caused if the device is damaged. Another potential cause of this issue is overheating. To comply with safety regulations this device will fail to charge if it reaches 45°c. This can be caused by the external temperature, how the device is stored and also the heat produced by the device. The device will still carry out npwt at this temperature but will not charge. The temperature of the device can be reduced by storing it in a cooler place, making sure the device is charged prior to use or locking the screen when charging. Unfortunately we have been unable to determine a root cause on this occasion. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.

Event description:
It was reported that the device cannot be charged, even not with different cable. There was no delay nor injury to the patient.